Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information h4: device manufacturer date. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The device history files from (B)(6) 2025 were analyzed. At 00:21am a rose rate of 50.000 microgram/hour with a rate of 1ml/h was selected and the infusion started. After 12 minutes the infusion stopped and a syringe change was performed. A terumo 20ml syringe was selected and the infusion was started again with the same rate and dose rate. At 12:34am a volume of 20ml was selected and at 8:33pm the volume was reached. At 8:54pm a syringe change was performed, again. A terumo 20my syringe was selected and the infusion started again with the same rate and dose rate at 8:54pm. One minute later, the infusion was stopped and he dose rate was change to 15.000 microgram/hour and a rate of 0.3ml/h. The infusion was started and at 9:32pm stopped. The pump was set into stand-by. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "on (B)(6) 2025, at about 2032hrs, rn noted that the fentanyl was running at 50mcg/hr (1ml/hr) instead of 15mcg/hr (0.3ml/hr). Fentanyl was topped up at 0015hrs." No patient complications were reported as a result of this event.